Event description:
The physician reported that the handheld was stuck on the align screen after turning on the handheld. The physician reported that the handheld has not been used much. The screen was cleaned and a hard reset performed; however, the screen returned to the align screen. The physician reported that she would get in touch with another vns physician to use their handheld when needed until a replacement programming tablet is received. Attempts to perform additional troubleshooting has been unsuccessful to date. The handheld has not been received to date.

Event description:
Additional information was received stating that there were no issues with the neurologist¿s handheld device. The handheld device was plugged into an ac outlet when the issues occurred.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.